Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to issues of connection during the implant procedure.

Event description:
It was reported that during the implant of this pacemaker the right atrial (ra) lead would not insert all the way into the device port. The physician successfully implanted another new device with the same lead. The device was returned for analysis. No adverse patient effects were reported.